Event description:
It was reported the patient had a surging sensation. It was stated, the patient had an appointment on the day of report to ¿reboot¿ the battery in their back. It was noted their device had been charged and they were at an appointment the day prior to report and they had a surge.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4); product type programmer, patient product ID 3550-39, lot# n316092, implanted: 2012 (B)(6); product type accessory product ID 3550-39, lot# n326622, implanted: 2012 (B)(6); product type accessory product ID 3708220, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3888-33, lot# v714493, implanted: 2012 (B)(6); product type lead product ID 3888-33, lot# v894663, implanted: 2012 (B)(6); product type lead. (B)(4)